Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to defective low voltage pins on the multifunction cable (mfc). The mfc cable was replaced to remedy the report. The mfc cable was scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.